Event description:
The patient reportedly experienced skin sensitivity issues behind the ear due to the speech processor. Surgery to reposition the patient's device has been scheduled. Advanced bionics is in the process of gathering more information. Once additional information is received a supplemental report will be submitted.